Manufacturer narrative:
The additional devices referenced are filed under separate medwatch report numbers. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use, states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with proglide devices was attempted in the right common femoral artery via a 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the sutures of the first proglide device were successfully placed. When the plunger was pulled removed, no sutures were attached to the needles with the next three proglide devices. The sheath was upsized to greater than an 12fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the first proglide device only. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.